Manufacturer narrative:
Per data management system review, the user remained actively using the system. Customer care advised the user to follow up with their healthcare provider and to continue following medical guidance. Pain/redness at insertion/removal site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On april 7, 2026, senseonics was made aware of an incident in which the user reported a hematoma at the sensor insertion site following an insertion procedure performed on (B)(6) 2026. The user described development of bruising within one day of insertion, which progressed to a larger discolored area with associated tenderness. The user's healthcare provider was aware of the event and recommended symptomatic treatment.